Event description:
Event description guidant received information that this implantable cardioverter defibrillator was removed due to noise sensed in the ventricle. The noise persisted so this transvensous defibrillation lead was removed and the noise was no longer present. A new ICD and lead were successfully implanted.